Manufacturer narrative:
(B)(4). Concomitant medical products: cell-dyn emerald cleaner manufactured 08/10/10, expires 06/18/12. A follow-up report will be submitted when the investigation is complete. An investigation is in process.

Manufacturer narrative:
A product deficiency was identified. The investigation demonstrated conclusively that only cell-dyn emerald cleaner lot 4349 was affected. The root cause is the vendor (cds, the OEM supplier).

Event description:
The customer stated rbc, hematocrit and platelet quality controls were out of range low on a cell-dyn emerald analyzer using cell-dyn emerald cleaner lot 4349. The customer used a bleach dilution to resolve the issue. There was no adverse impact to patient management reported.